Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that after a patient fell there was an immediate endotracheal intubation was done and a nasotracheal tube was used and found to have an air leakage. There was patient involvement.